Event description:
The customer reported falsely elevated architect tsh result generated by the architect i1000sr processing module for a patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer's reference range: 0.35 iu/ml to 4.94 iu/ml. Sid (B)(6): initial tsh result = 9.0642 iu/ml; repeat result = 4.189 iu/ml no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73446ud00. A device history record review was performed on lot 73446ud00 which did not show any non-conformances, deviations, or potential non-conformances related to the issue under review. The overall performance of architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 73446ud00 is within the established control limits. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 73446ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect tsh result generated by the architect i1000sr processing module for a patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer's reference range: 0.35 iu/ml to 4.94 iu/ml. Sid (B)(6): initial tsh result = 9.0642 iu/ml; repeat result = 4.189 iu/ml no impact to patient management was reported.